Event description:
Related manufacturer reference number: 3006705815-2021-03877. It was reported that the patient suffered a cerebrospinal fluid (csf) lead from an explant procedure on (B)(6) 2021 (reference manufacturer report number 3006705815-2021-03223 and 3006705815-2021-03224). Patient experienced headache and dizziness. As such, the patient was given a binder and pressure pack. Patient was hospitalized to address the issue. Reportedly, patient has been discharged from the hospital and the headache/dizziness are better.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.